Event description:
It was reported that the customer went to her doctor due to frequent high blood glucose levels. It was stated that the customer was given a loaner insulin pump to use, and the customer's blood glucose levels regulated. The customer experienced blood glucose levels as high as 497 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.